Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing pain at ipg site due to recent weight loss. As a result, surgical intervention was taken place on (B)(6) 2023 where the ipg was relocated to address the issue. .

Manufacturer narrative:
The date of event is estimated.